Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date of event: only the event year is known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4). Manufacturing date: 11-jul-2019. Expiration date: 31-may-2028. Part number: 04.004.443s, 10mm ti cannulated tibial nail-ex/315mm - sterile. Lot number: 11l6327 (sterile). Lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to edema¿ does not indicate breakage of the nail and therefore review of the raw material would not be pertinent to the reported complaint condition. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent incision & drainage and hardware removal after an MRI without contrast of left knee and tibia/fibula on (B)(6) 2021 showed marrow edema within the posterior aspect of the left proximal tibia, concerning for osteomyelitis. Fluid collection measuring approximately 2.8 x 1.5 x 2.8cm was noted along the anterior aspect of the proximal tibial metaphysis, abutting the medially applied screw. Notable for extensive subcutaneous edema with associated myositis. All hardware was removed per orthopedics. This report involves one 10mm ti cannulated tibial nail-ex/315mm-sterile. This pc is related to the following pcs: (B)(4) reports plate breakage of the same patient on an earlier date. (B)(4) report infection in the same patient at an earlier date. This is report 10 of 11 for (B)(4).